Manufacturer narrative:
(B)(4). Unit passed displacement, and self tests; however, pump error 63 is confirmed in the formatted history file (variableinfo = c) due to some hardware error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm. The customer stated they did self test and it was pass. Customer mentioned that they had low blood glucose and they treated with glucose tablets and food. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.